Manufacturer narrative:
The reported event of instrument destruction was confirmed. Review of the DHR revealed the item had been manufactured to specs. Review of rmf, CAPA and complaint history revealed no abnormalities. The thread of the strike plate had been damaged by excessive load application resulting from incorrect engagement in the counterpart. Undamaged surface of the plane of the shaft, at the thread, identified the item had not been engaged accurately to the counterpart. The threads connection was loose while impacts were applied on the strike plate. Summarizing above findings the event was regarded as user related. A deficiency of the device was not verified.

Event description:
It was reported that, during a primary procedure on a right femur, the strike plates with the t2 greater troch system wouldn't thread onto the targeter. Plates were cross threaded. Surgery completed by impacting the bottom of the targeter, which in turn became damaged. Surgical delay of approximately 45 minutes.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, during a primary procedure on a right femur, the strike plates with the t2 greater troch system wouldn't thread onto the targeter. Plates were cross threaded. Surgery completed by impacting the bottom of the targeter, which in turn became damaged. Surgical delay of approximately 45 minutes.